Manufacturer narrative:
The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Event description:
Edwards received information that a patient with a 23mm 3300tfx pericardial aortic valve underwent valve in valve procedure due to aortic stenosis and sever aortic regurgitation secondary to calcification and structural valve deterioration after an implant of four (4) years and six (6) months. The patient presented with symptom of heart failure and dyspnea on exertion. The device was replaced with a 23mm edwards sapien 3. The patient's status was reported as "discharged". A 77- year-old male with a medical history of hypertension, s/p aortic valve replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.